Event description:
A post-op pt was golfing, got their foot stuck in some mud and twisted their right knee. In 2000 the pt saw their physician where it was noted the patellar component was bulging from underneath of their skin on the pt's knee. As a result, pt underwent revision surgery to remove and replace the implant on 1999.